Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. A new kit was used to complete the procedure. There were no pt effects. The correct lot number could not be obtained. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal would not load properly" was confirmed. A lot history record review could not be completed as the product lot number is unk. (B)(4).